Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient noted with cardiomyopathy was implanted with an impella 5.0 device for mechanical circulatory support. It was reported that impella site had been bleeding with hematoma at access site. Pressure dressing was applied, and systemic heparin stopped. Additionally, it was noted that the patient remained on dextrose 5% in water due to heparin induced thrombocytopenia (hit). Patient survived the procedure.